Event description:
Sales rep report of a pt reaction follow up with physician's office noted this pt came in for treatment with cosmoplast and returned two weeks later for a touch up using the rest of the same syringe. Soon after treatment to the pt's acne scars, the pt presented with an area of erosion on the right cheek treatment site. Culture and sensitivy was performed; no growth found. The dr diagnosed herpes simplex and prescribed oral valtrex and omnicef along with topical bactroban.